Event description:
It was reported that on (B)(6) 2022, a 24mm amplatzer post-infarct muscular ventricular septal defect (vsd) occluder was chosen for implant. When the device was deployed, a malformation was noted. The device was removed and re-deployed outside of the patient, but the device could not form its original shape. The device was replaced with another 24mm amplatzer post-infarct muscular vsd occluder. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received that the delivery system used to deploy the 24mm amplatzer post-infarct (pi) muscular vsd occluder (lot 7986163) was a 12f amplatzer trevisio intravascular delivery system (lot 8041409). The occluder formed elongated shape when deployed in patient. There was no interaction with cardiac structures during deployment. There was no angulation or kink noticed in the delivery system. The occluder was removed from the patient prior to release from the delivery cable. The device was replaced with a 22mm amplatzer pi muscular vsd occluder (7973831), but there was a significant residual shunt, so the 22mm occluder was recaptured and removed from the patient prior to release from delivery cable. There was no allegation against the 22mm amplatzer pi muscular vsd occluder besides being the wrong size of device for the patient. The device was successfully replaced with a 24mm amplatzer pi muscular vsd occluder (7986163). The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity could not be confirmed. The investigation confirmed that the device met functional specifications when analyzed under non-physiological conditions. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device. Per the vsdmusc pi final inspection procedure, the recommended size delivery system for use with a 24mm amplatzer vsd muscular pi is a 10f.